Event description:
Device 1 of 3. Ref MFR reports: 1627487-2012-02844 and 1627487-2012-02845. It was reported the pt lost stimulation coverage of her pain areas. X-rays revealed the pt's leads had migrated. The physician repositioned the leads on (B)(6) 2012 and the pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.